Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their implant battery has been depleting much quicker than it used to. Pt stated they used to have to charge about once every 7 days and now they're having to charge about once every 1.5-2 days. Pt confirmed this started sometime around (B)(6) 2021 but weren't certain. Pt confirmed they were reprogrammed sometime around (B)(6) 2021. Pt stated they have group a with one program and are set to 1.6. The patient was redirected to their healthcare provider to further address the issue.